Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured from march 13, 2015 to march 16, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately half of the fluorouracil remained in the small volume infusor at the end of the seven day infusion. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.